Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose levels (400s mg/dl), and large ketones. Elevated blood glucose levels were treated by administering a correction bolus with the pump, and the issue resolved. Tandem technical support verified that there were no alarms in the pump history, and that all bolus activity was recorded. The customer was advised that the pump was functioning as intended.